Manufacturer narrative:
Correction information for d2. Additional information for g4, g7, h2, h10.

Manufacturer narrative:
An event of migration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 6/4mm amplatzer duct occluder ii (adoii) was selected for implant. The ado ii was deployed in the defect and no leakage was observed. While releasing the device, the aorta side of the disc fell out towards the pulmonary artery. The device was retrieved using a 15mm gooseneck snare catheter. A 10/8mm amplatzer duct occluder was successfully deployed and the procedure was completed with no further issues reported. The patient is noted to be stable.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 6/4mm amplatzer duct occluder ii (adoii) was selected for implant. The ado ii was deployed in the defect and no leakage was observed. While releasing the device, the aorta side of the disc fell out towards the pulmonary artery. The device was retrieved using a 15mm gooseneck snare catheter. A 10/8mm amplatzer duct occluder was successfully deployed and the procedure was completed with no further issues reported. The patient is noted to be stable.